Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a real-time egm. Programming changes were made. The device remains implanted.